Manufacturer narrative:
Investigation summary: quidel identified that in rare situations certain patients infected with a high viral load of sars-cov-2 may have samples that generate CT values less-than or equal to 5 when certain amplification and detection platforms are used. Quidel determined that serial dilution of the patient specimen and re-testing may be required to properly report these as positive for the presence of sars-cov-2 viral rna. The package insert was updated and a field corrective action was initiated as a result of the investigation. Source: phone.

Event description:
Customer reporting suspect false negative sars result with a CT value of 3-4. Customer communicated the result was confirmed positive by additional pcr method and when the sample was diluted and repeated on initial method. Symptomatic status of the patient is unknown.